Event description:
It was reported that this left ventricular (lv) lead had visible damage with insulation. A lead repair kit was used during the procedure. To date, this lv lead remains in service. No additional adverse patient effects were reported.